Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of these alleged event, noted leakage from the valve and a sharp edged opening on the anterior of the device. These noted device analysis findings are not related to the reported event of infection. It was reported by the ph physician that the eitiology of the infection is unknown. The valve leakage and the observed opening in the shell may have occurred intra-operatively and/or during post operative handling. The potential for infection to occur is addressed in the labeling and is a known procedural and/or physiological complication associated with this type and any type of surgery.

Event description:
Alleged swelling. Follow-up finding: per physician, infection of unk etiology.